Event description:
Tech alleged that the right head brake caster is not holding when the brake is applied. No pt impact.

Manufacturer narrative:
The tech adjusted the right head brake caster to resolve the issue.